Event description:
A report was received that the patient had developed an infection around the ipg site. The patient's symptoms were redness, swelling and drainage at the site. The physician treated the patient with antibiotics and will monitor the patient.

Event description:
A report was received that the patient had developed an infection around the ipg site. The patient's symptoms were redness, swelling and drainage at the site. The physician treated the patient with antibiotics and will monitor the patient.

Manufacturer narrative:
Additional information was received that the patient's pocket and thoracic incision sites are healed. The patient no longer requires antibiotics. The patient was reportedly doing well. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg found them to be satisfactory.